Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received questionable estradiol results for one patient sample. The result with the estradiol ii assay was around 200 pmol/l. The result with the estradiol iii assay was <19 pmol/l. It was unclear which result was correct. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested, but was not provided. The reagent lot numbers and expiration dates were requested, but were not provided.